Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicates that there were no issues on the lead. This observation no longer meets the definition of malfunction as it was confirmed that the lead was operating normally. Amending MDR decision to MDR no report. The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of adverse event related to procedure. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.

Event description:
It was reported that this brady lead was not successfully implanted due to unknown product performance anomaly. A new brady lead of the same model was successfully implanted. No adverse patient effects were reported. Additional information received which indicates that this brady lead was not successfully implanted due to placement difficulty and tissue in the helix. This brady lead will be returned for analysis.

Event description:
It was reported that this brady lead was not successfully implanted due to unknown product performance anomaly. A new brady lead of the same model was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicates that there were no issues on the lead. This observation no longer meets the definition of malfunction as it was confirmed that the lead was operating normally. Amending MDR decision to MDR=no report.

Event description:
It was reported that this brady lead was not successfully implanted due to unknown product performance anomaly. A new brady lead of the same model was successfully implanted. No adverse patient effects were reported. Additional information received which indicates that this brady lead was not successfully implanted due to placement difficulty and tissue in the helix. This brady lead will be returned for analysis.